Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to malalignment; stiffness.age at primary: (B)(6).side: r.primary asa: p2-mild disease not incapacitating.revision njr index no: (B)(4).sex: m.primary bmi: (B)(6).